Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s insulin pump received keypad anomaly. The customer¿s blood glucose level was 97 mg/dl. The customer reported that they frequently no or intermittent response by button press (up and middle button). It was reported that the buttons were unresponsive during normal use. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement and self tests. No unexpected stuck up or center (enter) keypad buttons were noted. (B)(4).